Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
5/27/2020 - it was reported that low shock impedance was observed on this lead. Noise on iegm led to 16 inappropriate shocks. Noise continued after shock. Noise substantially evident on rv channel and minimally on ff channel. Postural evaluation unremarkable. Noise is not reproducible. Lead remains implanted but will be evaluated further. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6)2020 - it was reported that low shock impedance was observed on this lead. Noise on iegm led to 16 inappropriate shocks. Noise continued after shock. Noise substantially evident on rv channel and minimally on ff channel. Postural evaluation unremarkable. Noise is not reproducible. Lead remains implanted but will be evaluated further. (B)(6)2020 - this lead was explanted and replaced. The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Manufacturer narrative:
(B)(6) 2020 - it was reported that low shock impedance was observed on this lead. Noise on iegm led to 16 inappropriate shocks. Noise continued after shock. Noise substantially evident on rv channel and minimally on ff channel. Postural evaluation unremarkable. Noise is not reproducible. Lead remains implanted but will be evaluated further. (B)(6) 2020 - this lead was explanted and replaced. Upon receipt, the lead under complaint was found cut approx. 11cm distal to the df4 connector pin. A proximal and distal fragment were received for analysis. An approx. 5cm long medial fragment was not returned. An extraction aid was found in the distal lead body. It is reasonable to assume that the lead was cut during the extraction procedure. The performance of the lead fragments was scrutinized, including a visual inspection. The analysis showed multiple abrasion marks along the distal lead fragment. In particular the insulation of the distal end was found rubbed through, which is assumed to be the root cause of the reported oversensing leading to inappropriate shocks. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. The manufacturing process for this device was reinvestigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.

Event description:
Noise on nearfield and farfield channels. All lead measurements in range and could not be recreated with postural testing. Patient did not receive inappropriate therapy. The lead remains implanted.